Event description:
Hill-rom received a report from a hill-rom technician stating the left foot brake caster not working (brakes not holding). The bed was located in a hill-rom service center and not in use. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the brakes were able to set, but they were not able to hold. Per the hill-rom user manual, warning: pts may use th e bed for support while entering or exiting; if the unit moves unexpectedly, pt injury could occur. When the unit is unattended, ensure that both brakes are locked. The brakes for the clinitron bed are located at the right, head end and the left, foot end of the unit. To apply the brakes, step on the lower end of the brake lever to lock the wheels. To release the brakes, apply inward pressure to the upper end of the brake lever. The technician replaced the brake casters to resolve the issue. Based on this info, no further action is required.